Manufacturer narrative:
(B)(4). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The root cause of this event cannot be conclusively determined with the available information; however, this event is likely related to patient and/or procedural related issues. There is no evidence of malfunction of the edwards valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from a patient with an aortic pericardial valve indicating that she is requiring redo-avr due to high gradients (mean/high 32/59 mmhg), secondary to patient prosthesis mismatch. The valve has been implanted for approximately three (3) years and three (3) months. As reported by the patient, gradients increased over the past six months. She had discussion with her cardiologist and it would appear that the valve she was given was too small for her and that a root enlargement would be needed, so that a larger valve can be put in. The patient was noted to be asymptomatic.